Manufacturer narrative:
Results of investigation: analysis of the photo reveals a damaged component on the board. Root cause of failure has been determined to be due to a defective ac/dc power supply. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire identification number: (B)(4). The log file shows error 322 (battery failure - immediately connect to mains supply). It was found that the voltage on the adc screen is fine except the blower voltage. The customer confirmed that the power supply was defective (cap blown). The defective part will be returned for further analysis. At this time, the suspected device has not been returned for evaluation. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the bellavista 1000e was connected to the wall outlet but unable to recognize the main power supply. The unit was showing an error message: battery flat - connect to mains power supply immediately. There was no patient involvement associated with this event.